Event description:
It was reported via repair work order that the power cord sheathing was damaged and exposing wires. It was also reported that there was no power to the bed due to power inlet was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.